Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event: "no patient injury" (no consequences or impact to patient). Product problem: "system message displayed" (device displays error message). A customer reported a tube came off and fluid ingressed into the console causing a system message to be displayed. The system was switched out and the case was completed. There was no patient impact reported.